Event description:
The customer reported the ventilator would not power on. The customer reported the unit was in use on pt, but there's no pt harm.

Manufacturer narrative:
Pr#: (B)(4). A f/u report will be submitted once the investigation is complete.